Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a thrombectomy interventional procedure in a cerebral brain vessel using a 9f sheath. Reportedly, after blood flow was verified from the marker lumen, the lever was lifted, and the foot was deployed. Then a crackling noise was heard. The physician ignored that noise and continued the procedure. When tension was applied to confirm that the foot of the proglide was up against the vessel wall, the device came out of the vessel with the foot open. No tissue or vessel damage occurred. Part of the foot was broken and separated. Manual compression was applied to achieve hemostasis. The location of the separated proglide foot was not known. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported foot separation was confirmed. The reported loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. The reported noise was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.